Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes were observed on the right atrial and ventricular channels. Provocative testing confirmed the noise episodes. The device was reprogrammed to single pacing mode and the patient will be monitored. The patient was stable. Related manufacturer reference number: 2938836-2017-30689.